Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information was received on (B)(6) 2018: date of event: (B)(6) 2018, date of explant: (B)(6) 2018. Concomitant products: left mentor memorygel breast implant 375cc gel prosthesis, catalog: 3507375bc, lot: 198960. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor memory gel breast implant 375 cc gel prosthesis. Rupture on the right breast prosthesis was diagnosed post procedure by MRI and through physical examination. As a result, the patient will undergo bilateral removal and replacement with a mentor memory gel breast implant 350 cc gel prosthesis. At the time of this report, mentor has received no information regarding replacement date.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor memorygel breast implant 375cc gel prosthesis. Rupture on the right breast prosthesis was diagnosed post procedure by MRI and through physical examination. As a result, the patient underwent bilateral removal and replacement with a mentor memorygel breast implant 350cc gel prosthesis on (B)(6) 2018   he device was received at mentor and the gel contained in the device appeared clear. Red material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a rent measuring approximately 2.5 cm within shell abrasion on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the red material observed in the device. The device history record ( DHR) of lot number 198960 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing.  Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).